Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2023. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl). The pod was worn on the arm and upon removal, the cannula was observed to be bent. Symptoms reported include hyperglycemia, vomiting, chest pain and trouble breathing. The patient was treated with intravenous fluids, zofran and insulin. The patient was released the same day.